Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Additionally the power pcb assembly was replaced to resolve the reported charging issue.

Event description:
It was initially reported that the device was unable to charge its battery utilizing an external charger. After a device evaluation, it was observed that the device had logged a potentially critical event code which can affect defibrillation energy delivery. There was no report of any patient use associated.